Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar incidents. All available information was investigated and the reported migration in this incident was reported to be due to the tissue damage (ruptured posterior leaflet) and therefore, related to patient conditions. While a cause for the reported tissue damage could not be determined, the reported mitral regurgitation (mr) resulting in dyspnea and hypotension was likely due to the ruptured posterior leaflet (tissue damage). The reported patient effects of chordal rupture (tissue damage), worsening mitral regurgitation, hypotension and dyspnea as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product related corrective action is required.

Event description:
This is being filed to report partial clip movement, recurrent mitral regurgitation, prolonged hospitalization, and medical intervention. It was reported that this was a mitraclip procedure to treat mixed regurgitation (mr) with a grade of 4. On (B)(6) 2019, one clip was successfully deployed, reducing mr to <1. On (B)(6) 2019, the patient was re-admitted for shortness of breath and drop in blood pressure. Transesophageal echocardiography (tee) showed the mr grade increase to 4. On (B)(6) 2109, tee confirmed that the clip remains stable on both leaflets; however, the clip was partially moving due to a ruptured posterior mitral leaflet. The patient underwent a second mitraclip procedure to stabilize the first clip and treat the ruptured pml. One additional clip was implanted, reducing mr to 3-4. There was no reported clinically significant delay in the procedure. No additional information was provided.